Event description:
It was reported that the ilet screen was cracked and unresponsive along the lower portion, preventing device operation and leading the user to revert to subcutaneous insulin via pen; the device issued high glucose alerts and the reported highest blood glucose was 400 mg/dl. Symptoms included vomiting and fatigue consistent with hyperglycemia. Outcomes included interruption of insulin pump therapy and need for alternative insulin administration. Investigation included customer-service troubleshooting with visual confirmation of screen damage and arrangements for device replacement and return. Investigation of this case revealed physical damage to the display rendering the user interface unusable. It was concluded that the event was attributable to a damaged screen that impaired device usability and contributed to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.